Event description:
It was reported that, "the surgeon locked the trident hemispherical multi with the pt acetabuli by using a screw (20mm) and put the trident 0 deg insert trl 36mm into the shell. When the surgeon was trying a total hip reduction, the trial insert was dissociated by the leverage."

Manufacturer narrative:
Associated device: trident hemispherical multi, catalog # 508-11-50d and lot # 36792701. A supplemental report will be submitted upon completion of the investigation.